Manufacturer narrative:
Device is a combination device. Age at time of event: over the age of 18. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10069. It was reported that removal difficulties occurred with the stent delivery system. (B)(6) 2016, the patient underwent a stenting procedure involving a 3.50x12mm synergy stent and 330cm rotawire. Access was gained to the left coronary artery with the 330cm rotawire. The distal tip of the rotawire then detached and the physician then removed the rotawire and replaced it with a different wire. Once access was gained in the left coronary artery a 3.50x12mm synergy stent was implanted. Upon deflation of the stent delivery balloon the physicians experienced difficulties in removing the stent delivery system. The synergy stent delivery system was eventually successfully removed and the procedure was completed without any patient complications. The patient's status is stable.